Event description:
It was reported that almost one year post inflatable penile prosthesis (ipp) implant surgery the device stopped working and is no longer inflating. No patient complications were reported. No further information was provided.